Event description:
(B)(6) study. It was reported that thrombosis occurred. The patient was enrolled into the (B)(6) clinical study on (B)(6) 2021, and the procedure was performed fourteen days later. On the day of the index procedure, the patient underwent atrial fibrillation (af) ablation using pulmonary vein isolation and posterior wall isolation with radiofrequency (rf) point by point method. A 27mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal. Following the implant, the patient was started on aspirin, and apixaban was continued. The patient was then discharged home the following day. Three hundred twenty eight (328) days post index procedure, computed tomography (CT) revealed a flat thrombus adherent to the atrial side of the prosthesis measuring 3 x 12mm. The patient was on apixaban at the time of the event. The patient was treated with aspirin in response to the thrombus.